Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge successfully, allowing them to resume insulin delivery.